Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The front-back and side-side channels were both noisy when the trunk cable was manipulated at the connector base. The root cause of the defective cable cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support service to report that the device keeps alarming him to adjust the belt. The patient was provided with a replacement electrode belt.